Event description:
It was reported that, "doc was trialing with the #7 cr femoral trial and it did not fit right, but the implant did."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.